Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a patient who was implanted with sternalock blu implants was reportedly scheduled for a revision of the implants on (B)(6) 2016. Multiple attempts have been made, however no additional information has been provided at this time.